Event description:
The customer stated the system displayed a stator not on error and failed to complete boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cap module and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.